Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. No service history review can be performed as part number 396.396 with lot number(s) a7ma04/4550942 is a lot/batch controlled item. The manufacture date of this item is february 20, 2003. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 396.396, supplier lot a7ma04, (B)(4) lot 4550942: release to warehouse date: february 20, 2003. Supplier ¿ (B)(4), packaged by ¿ (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the distractor was missing a piece of metal. The repair technician reported the hinges were corroded and broken. Hinge broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned instrument was examined and the joint attached to the rotational strut was found to be broken and missing a segment. The remainder of the device was examined and was found to function as intended. Witness-marks consistent with wear for a multiuse instrument (nicks/scratches/worn finish) were noted which would not impact the observed failure mode. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive distraction force. The adjustable cervical distractor ¿ right (396.396) is noted in the (B)(4) and anterior cervical fusion (acf) instruments technique guides. The distractor is one of two pin distractors, the other being 396.395, utilized for intervertebral distraction for anterior cervical applications. In use distractor pins are inserted into adjacent vertebral bodies and the distractor is loaded over the pins. Lordosis can be adjusted prior to distraction through the use of the angled knob. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, translatory strut, joint. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of metal is missing from a caspar pin distractor. This was found during manual inspection on (B)(6) 2016. The equipment was previously washed on an unknown date. There was no patient involvement. When the device was evaluated by the manufacturer it was noted that the hinges were corroded and broken. This is report 1 of 1 for (B)(4).